Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The patient stated before going to bed, the cgm reading was around 7.0 mmol. At around 02:00-04:00am her husband woke up and noticed that the sensor had failed. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported at the time of the event. The patient experienced severe hypoglycaemia and lost consciousness. There was no bg taken at that time. The husband called the ambulance patient was administered approximately 10g of intravenous glucose and brought to the hospital where she stayed overnight. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.